Event description:
It was reported that during a laparoscopic appendectomy, the surgeon fired the device across the meso for the first stroke of the first firing and it locked out and then would not open. He then cut the device off of the tissue and completed by firing with a second device across the area where the device was being removed. There was no patient consequence reported. On what tissue type was the device used? Appendix. At what location on the tissue? Mesio. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? First. During which stroke did the event occur? First. What color cartridge was being used? White. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? Na. Was the instrument fired across or near an existing staple line or clip? Na. Were any unexpected noises heard? (B)(4). Were any of the forces higher or lower than expected (closing, firing, or opening)? Opening. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? Surgeon cut the device out.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Incorrect cartridge. The analysis results showed that one long60a device was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. Please note that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the apex 60mm IFU. It should be noted that when attempting to fire a 60mm device with a 45mm cartridge reload, the device will lockout; in order to open a locked device a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy the surgeon fired the device across the meso for the first stroke of the first firing and it locked out and then would not open. He then cut the device off of the tissue and completed by firing with a second device across the area where the device was being removed. There was no patient consequence reported. On what tissue type was the device used?appendix at what location on the tissue? Mesio. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. During which stroke did the event occur?1st. What color cartridge was being used?white. What other color cartridges were used before and after this event?na. Was buttressing material utilized?na. Was the instrument fired across or near an existing staple line or clip?na. Were any unexpected noises heard? Asku. Were any of the forces higher or lower than expected (closing, firing, or opening)?opening. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention?no. Was there any difficulty removing the device from the tissue?yes. Is there any other additional information you would like to share about this device or procedure? Surgeon cut the device out.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.